Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The card cage was analyzed and found to have no functional issues. The card cage was installed on an in-house system and powered on with no issues. The system was left to sit idle for 2 hours without any issue. The system was then power cycled 5 times and there were no errors. The complaint was confirmed based on the error logs, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs confirm the errors pointing to the core of the console being offline. The probable root cause is linked to the device but unable to trace more specifically as the card cage had no functional issues during failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console cardcage. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon contacted the clinical sales representative (csr) to inform that the system had a restart message. The csr was not onsite. The technical support engineer (tse) reviewed the logs, which indicated that the issue was pointing to the console. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial customer and obtained the following additional information: the issue occurred mid-procedure. The customer power cycled and checked connections, but the issue did not resolve. There was no harm to the patient. The patient tolerated the conversion to laparoscopic.